Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap inguinal hernia. According to the reporter: during the first access attempt with the trocar balloon, the balloon was blown up when it was inflating around 8-10 cc. The patient is okay. There was no tissue loss. There was no blood loss. Nothing fell into the body cavity. The procedure time was not extended more than 30 minutes.